Event description:
Complainant reported the following: functional duodenal tube - while separated according to regular local procedure, the tube was observed as kinked in the distal end.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was also reported by the complainant that the pt had to be hospitalized and extra day for observation. An e-mail was sent to the complainant requesting additional pt/event information and it was stated "no additional information is available". An evaluation of the complaint issue was performed on a picture of the claimed sample that was received. There was no visible defect observed on product. No lot number was provided; therefore, the device history file could not be checked. An investigation was conducted based on the reference code history files and no complaint of this nature for the same product reference code was received within previous 36 months. Based on the information the root cause of reported fault could not be determined. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.